Manufacturer narrative:
Follow-up #1: date of submission: 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a review of the black box showed call service 054/052 alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms were duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The complaint was verified in the pump history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.